Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the questionnaire was completed with limited information. However, the patient has several non-curonix devices implanted which may have contributed to the reported issue. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev. 6 : "safety has not been established for patients who use the freedom pns system with other active implantable or body-worn medical devices. These devices include other neurostimulation systems, insulin pumps, automated external defibrillators (AED), cochlear implants, and wearable medical sensors". The stimulator is used to treat pain. The cause of the abscess is unknown. However, the as analyzed code was selected as interference from a non-curonix device as the patient has several non-curonix devices implanted in their back as well as pelvis (user error-clinician). Additionally, an incorrect surgical technique was noted as the surgeon pulled out a pencil eraser sized power unit during the I&d procedure (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported an abscess on their lower back. Antibiotics were prescribed and a general surgeon performed an incision and drainage (I&d) of the abscess. Cultures were obtained which revealed staph aureus positive cultures. Additionally, during the procedure, the surgeon pulled out a pencil eraser sized power unit. The patient was referred back to their implanting clinician for follow-up. During their follow-up appointment on (B)(6) 2024, x-rays were obtained which revealed the patient had non-curonix scs leads as well as another unidentifiable lead in the pelvis. As of (B)(6) 2024, the patient is under the care of infectious disease, taking oral antibiotics, and receiving wound care. The patient is not using their device and an explant procedure will be performed once the infection settles. However, a date has not yet been scheduled.